Event description:
During a procedure to lessen patient's dysphagia the tip of a bougie dilator dislodged and stuck in patient's esophagus. The physician used a camera and forceps to retrieve the tip. With the successful retrieval of the tip the patient was unharmed.